Event description:
Same case as: 2134265-2014-01879. It was reported that a rotawire separation occurred. A 330cm rotawire and a 1.25mm rotalink plus was selected to treat the target lesion. During platforming, outside of the patient, it was noted that the rotawire snapped. The procedure was completed without rotablator. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. During visual and tactile inspection, the device returned fractured in two sections and both sections presented the body kinked, moreover the distal section presented the spring tip bent. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The results came back with: both samples presented torsion overload in an area presented wear reduction as mode of wire failure. The samples did not present match based on dimple direction and dimensions. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01879. It was reported that a rotawire separation occurred. A 330cm rotawire and a 1.25mm rotalink¿ plus was selected to treat the target lesion. During platforming, outside of the patient, it was noted that the rotawire snapped. The procedure was completed without rotablator. No patient complications were reported and patient's status is fine.